Event description:
A defect in the side port of the catheter was discovered after placement in a patient. Air was observed entraining into the catheter where it connects to the main lumen during aspiration of the luer-lock with a syringe. The side port was clamped and fluid was observed leaking from the same site. A second catheter had similar issues when tested prior to placement and was not used. All items sequestered for further inspection. The chiefs of logistics and quality were notified. All remaining kits were pulled from the clinic and other areas. The failure of the device resulted in patient needing additional thoracentesis procedure prior to placement of an indwelling tunneled catheter prolonging her hospital stay by 3 days.